Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, gallstones within hernia sac, small bowel obstruction, recurrence, and mesh wadded up and pulled away. Post-operative patient treatment included small bowel resection and removal surgery, hernia repair with new mesh, and removal of old mesh.